Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown nexgen articular surface, catalog#: unknown, lot#: unknown. Unknown nexgen tibial tray, catalog#: unknown, lot#: unknown. Unknown nexgen patella, catalog#: unknown, lot#: unknown. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00176, 0001822565-2018-00177. Product location unknown.

Event description:
It was reported by an attorney that the patient was revised for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Concomitant medical products: 00597206535 all poly patella size 35 mm dia. Standard 9.0 mm thickness 62747853. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records were received, which confirmed that the patient had experienced a post-operative fracture and was treated for the fracture. However, this information does not change the previously reported root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the revision occurred in the right knee. Reason for the revision remains unknown.